Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet while the user could view readings on the dexcom app. Investigation included technical troubleshooting and user education regarding cgm pairing and device proximity. Investigation of this case revealed the ilet did not establish communication with the dexcom g7 despite available sensor data on the cgm platform. Blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no impact requiring medical intervention and continued glucose management with backup therapy. It was concluded that the event involved a communication pairing failure between the cgm and the ilet without patient injury.